Event description:
It was reported that the gynecologic laparoscope had purple image and poor image quality. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the universal cable, the rigid tube was dented, the light guide bundle was chipped, the light guide adaptor was loose. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction component failure of the universal cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.